Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a thyroidectomy on an unknown date and a reservoir was connected to a drain. After the procedure, the suction seemed to be weak and the amount of the waste fluid was low. The device was removed from the patient. There were no adverse patient consequences. The patient is reported as well and was discharged from the hospital.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a thyroidectomy on an unknown date and a reservoir was connected to a drain. After the procedure, the suction seemed to be weak and the amount of the waste fluid was low. The negative pressure was released and applied again however, there was no change. The device was removed from the patient. The patient is reported as well and was discharged from the hospital.

Manufacturer narrative:
Date sent to the FDA: 4/6/2016, additional information was received that indicates this event does not meet reporting criteria. This event is therefore not reportable.